Manufacturer narrative:
Section a2, a4: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(4). Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded monofocal intraocular lens (iol) was removed and replaced from the patient's right eye during the same procedure because the haptic broke right after implantation. There was an incision enlargement, and sutures performed. The lens was removed and replaced with lens from another manufacturer of the same model and diopter. The patient's post-procedure status is unknown. No further information is available.

Manufacturer narrative:
Additional information: additional information was recieved and it was learnt that extracapsular cataract extraction (ecce) technique was used for surgery. Broken haptic was also removed through the same wound. Correction: based on the additional information received, the code from the initial MDR of 4644 - medication required is no longer applicable. Based on the additional information and further review, it was decided that the code pt-medical intervention was not required as medication was given per standard procedure ; therefore, this event is assessed as malfunction . There will no longer be any further reporting under MFR report number 3012236936-2023-03313. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.